Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During deployment of a 5 fr. Mynxgrip vascular closure device (vcd), the mynx tip couldn't pass the vessel well. There was no reported patient injury.

Manufacturer narrative:
Complaint conclusion: during deployment of a 5 fr. Mynxgrip vascular closure device (vcd), the mynx tip couldn't pass the vessel well. There was no reported patient injury. The access site for the procedure was the femoral. The procedure was a trans-femoral coronary angioplasty. A retrograde approach was made. The target lesion was moderately to severely tortuous. A non-cordis sheath was used. There was no reported product issue with the sheath used. The sheath was not kinked/bent upon removal. There were no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The patient was not morbidly obese. The patient¿s bmi was not > 40 kg/m2. The angle of access was between 30 and 45 degrees. A patch was used to successfully achieve hemostasis after the reported product issue. There was no other product issue noted either at the account after the procedure nor prior to shipping for inspection. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was slightly bent. A device history record (DHR) review of lot f1727903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the slightly bent atraumatic wire/distal tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, access site vessel characteristics (although not provided) and/or the condition of the procedural sheath (although not returned) likely contributed to the resistance felt during device insertion since functional analysis was able to be performed with the lab sample sheath with no resistance. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During deployment of a 5 fr. Mynxgrip vascular closure device (vcd), the mynx tip couldn't pass the vessel well. There was no reported patient injury. The access site for the procedure was the femoral. The procedure was a trans femoral coronary angioplasty. A retrograde approach was made. The target lesion was moderately to severely tortuous. A non-cordis sheath was used. There was no reported product issue with the sheath used. The sheath was not kinked/bent upon removal. There were no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The patient was not morbidly obese. The patient¿s bmi was not > 40 kg/m2. The angle of access was between 30 and 45 degrees. A patch was used to successfully achieve hemostasis after the reported product issue. There was no reported patient injury. There was no other product issue noted either at the account after the procedure nor prior to shipping for inspection. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event.